Event description:
Clinic notes dated (B)(6) 2014 note that the patient's seizures have had more movement to them. It was noted that the patient's arm mostly "goes forward". The patient was last seen in (B)(6) 2013. It was noted that the patient has been compliant with medications. The relationship of the more movement with seizures to vns is unknown. The patient was referred for prophylactic generator replacement. No additional relevant information has been received to date. No surgical intervention has been performed to date.